Manufacturer narrative:
Pli10: a manufacturer rep went to the site to test the system. The system passed the system checkout. Pli30: product analysis was performed. The complaint could not be confirmed. Product analysis #(B)(4). Analysis summary text : demo/eval unit: false does this result in a complaint?: no hardware p/f: pass instruments p/f: pass record type: other site visit (closed) software p/f: pass status: completed type of visit: other meeting was stealth autoguide involved?: no notes title: system troubleshooting created date: (B)(6) 2021 9:08 am note: went to the site with fse (B)(6) to troubleshoot the issue of the system not initializing. The system appeared to have a faulty rotor control box which was causing the x-ray tube to torque out during initialization so the tube would not home correctly. Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: b I-500-01145, serial/lot #: 4.2.0, ubd: , UDI#:. Product ID: bi71000444, serial/lot #: rev. 2 : s/n (B)(4), ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that while using the system for training, the kv and max values were jumping around while in 3d mode. The manufacturer representative rebooted the system but it was unable to make it past initializing. They attempted to clear the e-stop and rebooted several times with no resolution. There was no patient involvement.